Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the clip opening to about 20-25 degrees after deployment could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imagine review: one (1) fluoroscopic image was provided. In the image, two transcatheter edge-to-edge repair (teer) devices can be visualized. One device is an abbott xtw clip (lateral / top device in the image) and the other device appears to be a non-abbott product (medial / bottom device in the image). It was reported during the mitraclip procedure the first clip, which was an xtw, was implanted per the instructions for use. Post deployment it was observed that the clip "had opened slightly to about 20-25 degrees". A second clip, which was an xt, was implanted laterally to the xtw clip (reported device) and is not present in the image provided. To this end, the image was likely taken post deployment of the xtw clip (reported device) but before the second clip (xt, no reported issue) was used. The clip orientation relative to the fluoro view is angulated such that the clip arm plane cannot be directly visualized. Based on the small tip-to-tip distance of the arms, the clip arm angle of the reported xtw clip appears to be ~20°. This is an estimation based on visual assessment with the naked eye and is not confirmed. However, the state of the clip does not present with abnormal or excessive opening associated with a cowl event and presents a fully closed arm angle (~10° - 20°) per the IFU which instructs the user to close the clip to maintain a distinct ¿v¿ shape and avoid over closing the clip (< 10°). While it was reported that the xtw clip experienced a cowl, it is likely that the clip was over closed (< 10°) in which the arm angle from < 10° to lock settling would be slightly larger than 10° - 20° (fully closed, "v" shape) to lock settling and be perceived as a cowl. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided. Lastly, based on the fluoro image provided and the incident details it is presumed that the patient had a previous mitral valve repair procedure in which a non-abbott device was implanted. It is recommended to send additional follow up to confirm if the patient had a previous mitral valve repair procedure in which a non-abbott device was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened while locked. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr). During a mitraclip procedure, the first clip had an mr reduction from grade 4 to grade 1-2 prior to device release. Post deployment of the first clip per instructions for use (IFU), the physician noticed the mr was at grade 2 and the device had opened slightly to about 20-25 degrees. The device remained stable on the valve. A second clip was planned to be implanted prior to the first clip opening while locked. The second clip was placed laterally to the first clip as planned. The mr was reduced to mild-moderate at the end of the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.